Event description:
A customer reported an issue related to the incorrect time displayed on their device, which affected their settings. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the customer update the pump time and advised them to monitor the situation and report back if the discrepancy continued. The customer understood and acknowledged the instructions given.